Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ultra2 meter would power off during use. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 the patient attempted to test her blood glucose level using the reported meter, but was unable to obtain a reading as the reported meter would power off during use. Afterwards, the patient experienced the symptoms of shaking, sweating and frustration. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. It was determined this was a new, out-of-the-box, meter. The issue was resolved with patient education. There was no evidence the meter was not functioning appropriately. The meter and test strips were replaced. The patient¿s testing technique may have been incorrect, as the power issue was resolved during troubleshooting. However, as the patient suffered symptoms suggesting severe hypoglycemia after the use of the meter, and received treatment with food, this complaint is being reported.